Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that the o-ring is missing from the aseptic housing which can lead to housing to not close properly and has a potential to expose a non-sterile battery to a sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the o-ring is missing from the aseptic housing which can lead to housing to not close properly and has a potential to expose a non-sterile battery to a sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.